Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had door latch misaligned. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technicians stated issues of ¿door latch ¿ misaligned¿ were confirmed; was identified as being caused by a faulty door latch assembly due to supplier defect. Four lvps were received in bd san diego operation¿s lab on 07/17/2025 and 07/18/2025. They were received unboxed along with the paperwork. Testing demonstrated that all four lvps had faulty door latch assemblies, causing the sear on the door latch to bind/jam with the ail entry area. Defective material from supplier. The pump modules will be returned to bd san diego repair center for normal processing and rework/replace the door latch assembly ¿ door latch, its spring and pivot screw. The failure investigation report will be attached to salesforce for documentation. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had door latch misaligned. There was no patient involvement.